Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned in four segments inside sample container. Solution is dried on the iol (intraocular lens). One haptic is broken/torn and is returned, the other haptic is intact. The optic is torn/split-cut dividing the iol and is scratched/marked-rejectable. Additional information: the reported stated 'hyaluronic acid- viscoelastic' was used, this is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to damage was found on the haptic side after implantation. The lens was replaced with another lens of same diopter.